Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the lens was damaged. Review of the event history log showed the pump displayed an occurrence of "upstream occlusion" alarm. Functional testing involved sensor testing and fond the pump did not duplicate the reported issue, the pump was running as expected. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump exhibited "constant upstream occlusion errors." It was reported that there was no patient involvement. No adverse effects were reported.